Manufacturer narrative:
Block b3: exact date unknown, event date used was explant date.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.